Manufacturer narrative:
Continuation of d10:  product ID: l-evolutfx-2329 (lot: 0012078004), product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0012143356), product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was a borderline case between a 26mm and 29mm valve. Several measurements were done on both the annulus and left ventricular outflow tract (lvot) with different results, before eventually the team decided to implant a 26mm valve. A pre-dilation was performed using an 18mm balloon. The valve was positioned at 3-4mm on the non-coronary cusp (ncc) and left coronary cusp (lcc) and held there for approximately 1.5 minutes before performing a very slow release. During the release, the team removed the pig tail catheter. It was unclear if the valve moved at this point, but just before the upper crowns started to deploy it was observed that the valve was in a very high position. The valve sat in an extremely high position until the delivery catheter system (dcs) nosecone was removed, after which the valve dislodged up. A second valve (myval 24.5mm) was prepared to be implanted. During the loading of the second valve, the first valve was snared in a paddle. When the first valve was attempted to be crossed with the second valve, there was some resistance and strong pressure needed to be applied to successfully cross. The second valve was successfully implanted. After a short time, the patient's blood pressure fell. The patient went into surgery and a perforation was found on the ascending aorta near the first valve's position. Per the physician, the perforation occurred during the attempt to cross the dislodged valve with the second valve. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient survived and required rehabilitation.

Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that patient¿s measurements were borderline for a 26mm or 29mm evolut, and a decision was made to implant a 26mm evolut. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. Valve depth prior to release was deemed adequate, approximately 3mm on the non-coronary cusp and 4mm on the left coronary cusp. Medtronic recommends a target depth of 3mm. A recapture is recommended if depth =1mm or >5mm. In this case, a recapture was not warranted. To minimize unintended valve movement, medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the delivery catheter system (dcs) and very slow release. Of note, the guidewire was not retracted which could have added tension to the delivery catheter system and contributed to the valve movement to a shallower position but remained stable. It was reported that the valve dislodged aortic after retrieval of the nose cone. Nose cone removal was not captured and provided for review. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. An angiogram was performed after valve dislodgement and there was no evidence of aortic dissection, perforation or disruption. Subsequently, the dislodged valve was snared and a second non-medtronic valve was implanted. During non-medtronic valve implantation, there was evidence of a possible aortic dissection or perforation. It was reported that the patient was converted to surgery. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's left ventricular outflow tract (lvot) was a little decreased in size compared to the annulus which may have contributed to the dislodgement. After the valve dislodged, the valve was around -6 millimeter (mm). Per the physician, the lower edge of the "tilted" valve perforated the aortic wall during the movement of the valve toward the aortic root during the passage.